Manufacturer narrative:
The reported allegation of ¿uncomfortable ipg¿ was not able to be confirmed. Analysis of the returned ipg found, as received, it was inoperable. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the explant procedure; the last daily battery timestamp occurred on 12aug2024 the day prior to explant. There is guidance noted in the clinician's manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. The report stated that the ipg was revised due to the patient's loss of weight and the ipg becoming uncomfortable in the ipg pocket. As it seems to be in this case, this event can sometimes be associated with patient anatomy and/or the location of the ipg pocket site and is not device related.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one lead was providing uncomfortable stimulation, and the other lead had high impedances. It was also noted that after weight loss patient also experienced discomfort at ipg site. Surgical intervention was undertaken wherein the system was explanted and replaced to address this issue. Therapy was restored post-op.